Event description:
On (B)(6) 2014, the lay user/reporter contacted lifescan (lfs) alleging her daughter¿s onetouch ping meter was displaying an ¿error 2 strip issue¿ message. According to the ot ping owner¿s manual, an error 2 could be caused either by a used test strip or a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated within the hour prior to (B)(6) 2014, at 2:30pm, the patient had symptoms of ¿irritable, nauseous, sleepy and sweaty¿ which was associated with low blood glucose. The reporter stated the patient¿s blood glucose was tested on the subject meter and the alleged error message occurred. The reporter stated the patient uses insulin pump therapy to manage her diabetes. The reporter stated there were no changes to the patient¿s usual diet, activity level or medications on the day of the alleged issue. The reporter stated she gave the patient juice and chips, 26 carbohydrates, at 6:05pm. The reporter stated no other device was used to measure the patient¿s blood glucose. At the time of troubleshooting, the cca was able to determine it was not the first time the meter had been used. When the power button was pressed, the error 2 message did not appear. The cca confirmed the patient was using the correct test strips. The patient¿s testing process was correct. The alleged issue was not resolved with a retest. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient was reported to be symptomatic prior to the start of the alleged issue, therefore, the alleged meter reading could not have caused the alleged injury. There is no indication that the patient¿s conditioned worsened since the reporter did not report receiving any medical intervention from a healthcare professional. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.